Event description:
It was reported that an ilet pump generated alert 41 indicating an insulin shaft rewind error; the alert persisted after a guided restart, and the device required replacement, while blood glucose levels remained unaffected and the patient was educated on backup therapy and device shutdown. Symptoms included no clinical effects. Outcomes included no injury and continued diabetes management with backup therapy and cgm use until replacement. Investigation included review of device history, verification of alert occurrence relative to insulin delivery, and remote troubleshooting with restart attempts and charging verification. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.